Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to lack of device benefit. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.